Event description:
Livanova received report of a gas blender whose oxygen mixture had a deviation of 20% while in service. No patient impact reported.

Manufacturer narrative:
A1-a5 there is no patient involvement. H11. Livanova deutschland manufactures the gas blender, the issue occurred in israel. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
The affected gas blender was returned to the manufacturer: upon inspection, the sockets for the gas inlets (air, o2, co2) showed severe corrosion, and the power socket was also found to be corroded. Due to corrosion inside the gas inlet, it is reasonable to assume that moisture entered the system. Consequently, all components internally connected to the gas lines (mass flow controllers, flow probes, tubes, and connectors) need to be replaced. Complaints database analysis revealed no similar event since unit installation in 2018 and no concerning trends about the reported failure mode have been detected. Based on the investigation findings, the root cause of the reported event has been traced back to corroded gas connections and an overall compromised condition of the egb electro-mechanical components. The wearing of electro-mechanical devices can be originated by the specific use conditions at customer¿s site and may have contributed to the event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.